Event description:
It was reported the rigid video scope die optics were blind. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was confirmed. The device evaluation revealed distal end of the insertion section has contour sharpness. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to a component failure. The video cable is broken and therefore the image is not displayed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope die optics were blind. The issue was found during an unspecified procedure. There were no reports of patient harm.